Event description:
The rptr underwent lasik surgery to correct their nearsightedness. Rptr was told that they would be able to see very well with no glasses upon completion of the surgery and might have to wear slight corrective lenses for reading purposes. Before the operation their eyes were correctable to 20/20, and 20/30 with perfrect clarity. As a result of the operation rptr's eyes are not correctable to 20/20 with just one pair of glasses for reading and all other purposes. Rptr would have never submitted to the operation if it had been a matter of wearing contacts. Rptr had a terrible experience with them yrs ago and finds himself unable to wear contacts--one contact correctly adjusts one eye (1) to 20/20; for some distance but then for reading they have to wear add'l glasses on top of the contacts to be able to see and are hopelessly unable to focus close up without add'l glasses. Previous to the operation rptr did have a distance without glasses that they could see 20/20, a privelege rptr no longer has. In addition that the other eye (right) has been hopelessly blurred, unable to read, by the operation for all distances. This eye also, before the lasik surgery, had been clear at one distance without glasses. In addition: rptr now has great trouble reading with or without glasses. Rptr cannot effectively function at the--17--24" distance which is where they operate. It's their livelihood that is affected. After surgery: a partial list only. General: with or without glasses. In most cases no longer able to plug in electrical fixtures into the socket. Nor read the stock tables, which is part of my work. Nor read books at the distance needed, arm's length. Nor read page numbers on books. Nor read without great difficulty even with glasses. Nothing is absolutely clear vision eye machines not with-standing. General vision is blurred at almost all distances. Left eye and right eye: no distances clear cut vision without glasses double vision. Particularly traffic lights one light becomes 3 the pavement line markers on the road divide and get wider as the distance increases. There are always four headlights to a car instead of two. Looking at the pc monitor is always blurred, this was never so before surgery, with or without glasses. Eyes get tired much mores easily from trying to focus blurred images, it was never a problem before. Eyes at times have too much fluid making it difficult to see "clearly." Right eye is disoriented in its vision. Ie skewed. This was never true before. Double vision is much more pronounced in the right than the left eye. Television is no longer able to be enjoyed across the room cause you can't see the picture clearly at 14 feet. Can't read any writing on a tv. Overhead projector writings are no longer able to be discerned in a classroom. Page numbers no longer able to be discerned about any distance. Anyone rptr knows is very difficult, to recognize at more than 15 feet. Previously rptr could recognize people at 100 yards or more.